Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the subject device could not be turned on the power due to the failure of the power switch. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), there was the possibility that this phenomenon was attributed to the aging degradation because fifteen years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a laparoscopic surgery procedure, it was found that the subject device had the failure of the power switch and the power supply was broken off. The user replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.